Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus'), fallopian tube perforation ('perforation of fallopian tubes'), perforation ('other organs perforation') and pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. (B)(4). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), pelvic pain (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding genital"), autoimmune disorder ("auto-immune reactions"), hypersensitivity ("allergic reactions "), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal and removal of the essure devices). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, autoimmune disorder, hypersensitivity, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: on or about 21-sep-2012 and 29-nov-2012, the essure devices were implanted. On or about (B)(6) 2014 and (B)(6) 2020, she underwent surgery to remove the essure devices. She has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus'), fallopian tube perforation ('perforation of fallopian tubes'), perforation ('other organs perforation') and pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), pelvic pain (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding genital"), autoimmune disorder ("auto-immune reactions"), hypersensitivity ("allergic reactions "), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal and removal of the essure devices). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, autoimmune disorder, hypersensitivity, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: on or about (B)(6) 2012 and (B)(6) 2012, the essure devices were implanted. On or about (B)(6) 2014 and (B)(6) 2020, she underwent surgery to remove the essure devices. She has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus"), fallopian tube perforation ("perforation of fallopian tubes"), device breakage ("fine pieces of metal remaining from essure"), perforation ("other organs perforation") and pelvic pain ("pelvic pain") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of obesity, pelvic pain female, endometriosis, parity 4, multi gravida, weight loss, dysmenorrhea, neck surgery, breast reduction, hypertension, vaginal dryness, uterine pain, hot flushes, uterine pain, menstrual cramps and left lower quadrant pain. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding genital"), pregnancy with contraceptive device ("unintended pregnancy"), autoimmune disorder ("auto-immune reactions"), hypersensitivity ("allergic reactions "), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total laparoscopic hysterectomy & right salpingectomy and essure removal). At the time of the report, the outcomes for uterine perforation, device breakage, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, autoimmune disorder, hypersensitivity, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: on or about (B)(6) 2012 and (B)(6) 2012, the essure devices were implanted. On or about (B)(6) 2014 and (B)(6) 2020, she underwent surgery to remove the essure devices. She has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: both fallopian tubes are occluded by the medical device [pathology test] on (B)(6) 2014: surgical pathology report: specimen description left fallopian tube clinical history : pelvic pain. Previous essure tubal sterilization. Right coil perforated and removed. Left coil almost perforating left tube: left salpimgectomy. Diagnosis lett fallopian tube: portion of fallopian tube focal electrocautery artefact.; on (B)(6) 2020: uterus including cervix and right fallopian tube pelvic pain from device diagnosis uterus and cervix and right fallopian tube, hysterectomy and right salpingectomy: - leiomyoma uteri. - benign cervix, no squamous intraepithelial lesion or malignancy present. - benign right fallopian tube with a paratubal cyst present. Gross description: also received within the container is a portion of fallopian tube with fimbriated end measuring 6.0 cm in length with a diameter of 0.5 cm. The fimbriated end is open and dyed blue. At the proximal end is a metal filshie clip measuring 1.5 x 0.5 cm. On sectioning through the fallopian tube a lumen is identified. Multiple thin-walled paratubal cysts are identified along the length of the fallopian tube. The cysts are filled with a clear fluid. [Pregnancy test] on (B)(6) 2012: negative [ultrasound scan] on (B)(6) 2017: uterus: there are 2 punctate echogenic non shadowing areas in the posterior myometrium best seen on endovaginal scanning, of uncertain significance but possibly related to previous trauma, 'perforation as indicated on the clinical history. These are of questionable clinical significance. No other discrete focal abnormalities. Uterus measures 9.2 x 4.2 x 5.2 cm. Impression: no definite or significant abnormalities. The cause of patient pain is not identified [x-ray] on (B)(6) 2018: patient had history of es sure device inserted into the uterus which resulted in perforation. She had this pulled out but is concerned about fragments remaining. Ultrasound was done but demonstrated non-specific thickening of the myometrium. Right of midline, there is a surgical clip which has the appearance of a tubal ligation clip. Above this and also to the right of midline is a thin metallic wire measuring 6 mm in length. This is located 7 mm lateral to the midline. There is a second curvilinear wire in the left side of the pelvis measuring 17 mm in length. This is located 26 mm lateral to the midline. There is also a surgical clip overlying the lateral aspect of the iliac bone. Impression: there is a tubal ligation clip as well as two thin, fine wires in the pelvis which could be remnants of an implanted device; on (B)(6) 2019: two small wires in pelvis but cannot confirm where these are. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus"), fallopian tube perforation ("perforation of fallopian tubes"), device breakage ("fine pieces of metal remaining from essure"), perforation ("other organs perforation") and pelvic pain ("pelvic pain") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of obesity, pelvic pain female, endometriosis, parity 4, multi gravida, weight loss, dysmenorrhea, neck surgery, breast reduction, hypertension, vaginal dryness, uterine pain, hot flushes, uterine pain, menstrual cramps and left lower quadrant pain. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding genital"), pregnancy with contraceptive device ("unintended pregnancy"), autoimmune disorder ("auto-immune reactions"), hypersensitivity ("allergic reactions "), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total laparoscopic hysterectomy & right salpingectomy and essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the outcomes for uterine perforation, device breakage, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, autoimmune disorder, hypersensitivity, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: on or about (B)(6) 2012 and (B)(6) 2012, the essure devices were implanted. On or about (B)(6) 2014 and (B)(6) 2020, she underwent surgery to remove the essure devices. She has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: both fallopian tubes are occluded by the medical device. [Pathology test] on (B)(6) 2014: surgical pathology report: specimen description; left fallopian tube. Clinical history : pelvic pain. Previous essure tubal sterilization. Right coil perforated and removed. Left coil almost perforating left tube: left salpimgectomy. Diagnosis: lett fallopian tube: portion of fallopian tube focal electrocautery artefact. On (B)(6) 2020: uterus including cervix and right fallopian tube pelvic pain from device diagnosis uterus and cervix and right fallopian tube, hysterectomy and right salpingectomy: leiomyoma uteri; benign cervix, no squamous intraepithelial lesion or malignancy present; benign right fallopian tube with a paratubal cyst present. Gross description: also received within the container is a portion of fallopian tube with fimbriated end measuring 6.0 cm in length with a diameter of 0.5 cm. The fimbriated end is open and dyed blue. At the proximal end is a metal filshie clip measuring 1.5 x 0.5 cm. On sectioning through the fallopian tube a lumen is identified. Multiple thin-walled paratubal cysts are identified along the length of the fallopian tube. The cysts are filled with a clear fluid. [Pregnancy test] on (B)(6) 2012: negative. [Ultrasound scan] on (B)(6) 2017: uterus: there are 2 punctate echogenic non shadowing areas in the posterior myometrium best seen on endovaginal scanning, of uncertain significance but possibly related to previous trauma, 'perforation as indicated on the clinical history. These are of questionable clinical significance. No other discrete focal abnormalities. Uterus measures 9.2 x 4.2 x 5.2 cm. Impression: no definite or significant abnormalities. The cause of patient pain is not identified [x-ray] on (B)(6) 2018: patient had history of es sure device inserted into the uterus which resulted in perforation. She had this pulled out but is concerned about fragments remaining. Ultrasound was done but demonstrated non-specific thickening of the myometrium. Right of midline, there is a surgical clip which has the appearance of a tubal ligation clip. Above this and also to the right of midline is a thin metallic wire measuring 6 mm in length. This is located 7 mm lateral to the midline. There is a second curvilinear wire in the left side of the pelvis measuring 17 mm in length. This is located 26 mm lateral to the midline. There is also a surgical clip overlying the lateral aspect of the iliac bone. Impression: there is a tubal ligation clip as well as two thin, fine wires in the pelvis which could be remnants of an implanted device; on (B)(6) 2019: two small wires in pelvis but cannot confirm where these are. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record received. Event device breakage added. Surgical pathology report added. Lab data , medical history & concomitant conditions added reporter & patient information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus"), fallopian tube perforation ("perforation of fallopian tubes"), device breakage ("fine pieces of metal remaining from essure") and pelvic pain ("chronic pelvic pain") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of obesity, pelvic pain female, endometriosis, parity 4, multi gravida, weight loss, dysmenorrhea, neck surgery, breast reduction, hypertension, vaginal dryness, uterine pain, hot flushes, uterine pain, menstrual cramps and left lower quadrant pain. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), pelvic pain (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding genita"), autoimmune disorder ("auto-immune reactions"), hypersensitivity ("allergic reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total laparoscopic hysterectomy and right salpingectomy and essure removal) and non-drug therapy (total laparoscopic hysterectomy and right salpingectomy). At the time of the report, the outcomes for uterine perforation, device breakage, pelvic pain, abdominal pain, back pain, genital haemorrhage, autoimmune disorder, hypersensitivity, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression were unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: on or about (B)(6) 2012 and (B)(6) 2012, the essure devices were implanted. On or about (B)(6) 2014 and (B)(6) 2020, she underwent surgery to remove the essure devices. She has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: both fallopian tubes are occluded by the medical device. [Pathology test] on (B)(6) 2014: surgical pathology report: specimen description: left fallopian tube. Clinical history: pelvic pain. Previous essure tubal sterilization. Right coil perforated and removed. Left coil almost perforating left tube: left salpimgectomy. Diagnosis: lett fallopian tube: portion of fallopian tube focal electrocautery artefact. On (B)(6) 2020: uterus including cervix and right fallopian tube. Pelvic pain from device. Diagnosis: uterus and cervix and right fallopian tube, hysterectomy and right salpingectomy: leiomyoma uteri; benign cervix, no squamous intraepithelial lesion or malignancy present; benign right fallopian tube with a paratubal cyst present. Gross description: also received within the container is a portion of fallopian tube with fimbriated end measuring 6.0 cm in length with a diameter of 0.5 cm. The fimbriated end is open and dyed blue. At the proximal end is a metal filshie clip measuring 1.5 x 0.5 cm. On sectioning through the fallopian tube a lumen is identified. Multiple thin-walled paratubal cysts are identified along the length of the fallopian tube. The cysts are filled with a clear fluid. [Pregnancy test] on (B)(6) 2012: negative. [Ultrasound scan] on (B)(6) 2017: uterus: there are 2 punctate echogenic non shadowing areas in the posterior myometrium best seen on endovaginal scanning, of uncertain significance but possibly related to previous trauma, 'perforation as indicated on the clinical history. These are of questionable clinical significance. No other discrete focal abnormalities. Uterus measures 9.2 x 4.2 x 5.2 cm. Impression: no definite or significant abnormalities. The cause of patient pain is not identified. [X-ray] on (B)(6) 2018: patient had history of es sure device inserted into the uterus which resulted in perforation. She had this pulled out but is concerned about fragments remaining. Ultrasound was done but demonstrated non-specific thickening of the myometrium. Right of midline, there is a surgical clip which has the appearance of a tubal ligation clip. Above this and also to the right of midline is a thin metallic wire measuring 6 mm in length. This is located 7 mm lateral to the midline. There is a second curvilinear wire in the left side of the pelvis measuring 17 mm in length. This is located 26 mm lateral to the midline. There is also a surgical clip overlying the lateral aspect of the iliac bone. Impression: there is a tubal ligation clip as well as two thin, fine wires in the pelvis which could be remnants of an implanted device; on (B)(6) 2019: two small wires in pelvis but cannot confirm where these are. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of several episodes of uterine perforation ("migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus/essure coil visualized that had perforated through the myometrium" and "essure device just beneath the serosa on the cornua of the right side of the uterus") and pelvic pain ("chronic pelvic pain") in a 45 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of obesity, pelvic pain female, endometriosis, parity 4, multi gravida, weight loss, dysmenorrhea, neck surgery, breast reduction, hypertension, vaginal dryness, uterine pain, hot flushes, uterine pain, menstrual cramps and left lower quadrant pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 818 days after essure insertion, she experienced a first episode of uterine perforation (seriousness criterion intervention required). On (B)(6) 2020 she experienced a second episode of uterine perforation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital hemorrhage ("excessive bleeding genital"), autoimmune disorder ("auto-immune reactions"), hypersensitivity ("allergic reactions "), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total laparoscopic hysterectomy & right salpingectomy and essure removal). At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fatigue, genital hemorrhage, headache, hypersensitivity, mood altered, pelvic pain, tooth loss, the first episode of uterine perforation, the second episode of uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: on or about (B)(6) 2012, the essure devices were implanted. On or about (B)(6) 2014 and (B)(6) 2020, she underwent surgery to remove the essure devices. She has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: both fallopian tubes are occluded by the medical device. [Pathology test] on (B)(6) 2014: surgical pathology report: specimen description: left fallopian tube. Clinical history : pelvic pain. Previous essure tubal sterilization. Right coil perforated and removed. Left coil almost perforating left tube: left salpingectomy. Diagnosis: left fallopian tube: portion of fallopian tube focal electrocautery artefact.; on (B)(6) 2020: uterus including cervix and right fallopian tube pelvic pain from device. Diagnosis: uterus and cervix and right fallopian tube, hysterectomy and right salpingectomy: leiomyoma uteri, benign cervix, no squamous intraepithelial lesion or malignancy present, and benign right fallopian tube with a paratubal cyst present. Gross description: also received within the container is a portion of fallopian tube with fimbriated end measuring 6.0 cm in length with a diameter of 0.5 cm. The fimbriated end is open and dyed blue. At the proximal end is a metal filshie clip measuring 1.5 x 0.5 cm. On sectioning through the fallopian tube a lumen is identified. Multiple thin-walled paratubal cysts are identified along the length of the fallopian tube. The cysts are filled with a clear fluid. [Pregnancy test] on (B)(6) 2012: negative. [Ultrasound scan] on (B)(6) 2017: uterus: there are 2 punctate echogenic non shadowing areas in the posterior myometrium best seen on endovaginal scanning, of uncertain significance but possibly related to previous trauma, 'perforation as indicated on the clinical history. These are of questionable clinical significance. No other discrete focal abnormalities. Uterus measures 9.2 x 4.2 x 5.2 cm. Impression: no definite or significant abnormalities. The cause of patient pain is not identified [x-ray] on (B)(6) 2018: patient had history of es sure device inserted into the uterus which resulted in perforation. She had this pulled out but is concerned about fragments remaining. Ultrasound was done but demonstrated non-specific thickening of the myometrium. Right of midline, there is a surgical clip which has the appearance of a tubal ligation clip. Above this and also to the right of midline is a thin metallic wire measuring 6 mm in length. This is located 7 mm lateral to the midline. There is a second curvilinear wire in the left side of the pelvis measuring 17 mm in length. This is located 26 mm lateral to the midline. There is also a surgical clip overlying the lateral aspect of the iliac bone. Impression: there is a tubal ligation clip as well as two thin, fine wires in the pelvis which could be remnants of an implanted device; on (B)(6) 2019: two small wires in pelvis but cannot confirm where these are. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review, event "device breakage" and fallopian tube perforation deleted, imdrf codes updated accordingly. Amendments done in events coded as "uterine perforation". No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of several episodes of uterine perforation ("migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus/essure coil visualized that had perforated through the myometrium" and "essure device just beneath the serosa on the cornua of the right side of the uterus") and pelvic pain ("chronic pelvic pain") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of obesity, pelvic pain female, endometriosis, parity 4, multi gravida, weight loss, dysmenorrhea, neck surgery, breast reduction, hypertension, vaginal dryness, uterine pain, hot flushes, uterine pain, menstrual cramps and left lower quadrant pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 818 days after essure insertion, she experienced a first episode of uterine perforation (seriousness criterion intervention required). On (B)(6) 2020 she experienced a second episode of uterine perforation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding genital"), autoimmune disorder ("auto-immune reactions"), hypersensitivity ("allergic reactions "), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total laparoscopic hysterectomy & right salpingectomy and essure removal). At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, tooth loss, the first episode of uterine perforation, the second episode of uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: on or about (B)(6) 2012, the essure devices were implanted. On or about (B)(6) 2014 and (B)(6) 2020, she underwent surgery to remove the essure devices. She has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: both fallopian tubes are occluded by the medical device [pathology test] on (B)(6) 2014: surgical pathology report: specimen description left fallopian tube clinical history : pelvic pain. Previous essure tubal sterilization. Right coil perforated and removed. Left coil almost perforating left tube: left salpimgectomy. Diagnosis lett fallopian tube: portion of fallopian tube focal electrocautery artefact.; on (B)(6) 2020: uterus including cervix and right fallopian tube pelvic pain from device diagnosis uterus and cervix and right fallopian tube, hysterectomy and right salpingectomy: - leiomyoma uteri - benign cervix, no squamous intraepithelial lesion or malignancy present - benign right fallopian tube with a paratubal cyst present gross description: also received within the container is a portion of fallopian tube with fimbriated end measuring 6.0 cm in length with a diameter of 0.5 cm. The fimbriated end is open and dyed blue. At the proximal end is a metal filshie clip measuring 1.5 x 0.5 cm. On sectioning through the fallopian tube a lumen is identified. Multiple thin-walled paratubal cysts are identified along the length of the fallopian tube. The cysts are filled with a clear fluid. [Pregnancy test] on (B)(6) 2012: negative [ultrasound scan] on (B)(6) 2017: uterus: there are 2 punctate echogenic non shadowing areas in the posterior myometrium best seen on endovaginal scanning, of uncertain significance but possibly related to previous trauma, 'perforation as indicated on the clinical history. These are of questionable clinical significance. No other discrete focal abnormalities. Uterus measures 9.2 x 4.2 x 5.2 cm. Impression: no definite or significant abnormalities. The cause of patient pain is not identified [x-ray] on (B)(6) 2018: patient had history of es sure device inserted into the uterus which resulted in perforation. She had this pulled out but is concerned about fragments remaining. Ultrasound was done but demonstrated non-specific thickening of the myometrium. Right of midline, there is a surgical clip which has the appearance of a tubal ligation clip. Above this and also to the right of midline is a thin metallic wire measuring 6 mm in length. This is located 7 mm lateral to the midline. There is a second curvilinear wire in the left side of the pelvis measuring 17 mm in length. This is located 26 mm lateral to the midline. There is also a surgical clip overlying the lateral aspect of the iliac bone. Impression: there is a tubal ligation clip as well as two thin, fine wires in the pelvis which could be remnants of an implanted device; on (B)(6) 2019: two small wires in pelvis but cannot confirm where these are. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.